Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implanted device exhibited shorter than expected longevity estimate. It was further reported that a shorter than expected longevity estimate due to a remote monitoring network software estimator error. A correct longevity estimate was calculated using historical device usage and settings data. No patient complications have been reported as a result of this event.